Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high capture threshold, intermittent loss of capture at certain outputs, and low, out of range pacing impedance were observed. Programming changes were made. The non-pacemaker dependent patient was stable and will continue to be monitored.